Event description:
It was reported that 2 days prior to the report, the device displayed the early replacement indicator (eri) message. The device had not worked since then. It was further reported that the device was at end of service (eos). The device will be replaced on 2013-(B)(6). The patient was taking oral medications to help the pain until the replacement.

Manufacturer narrative:
Product ID 37746, serial# (B)(4), product type programmer, patient product ID 3776-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3776-45, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).